Event description:
It was reported via patient call center that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed with the closure device successfully implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two months post procedure the patient experienced a cerebral vascular accident. No further information is available at this time.